Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge, and deliver a 9-unit bolus, which was completed successfully. As a resolution, tandem technical support provided a one-time pump replacement.